Event description:
It was reported, that the patient did not meet the indication criteria for a vibrant soundbridge anymore. Her hearing dropped to severe to profound/progressive loss. The patient was reimplanted on (B) (6) 2009 with a cochlear implant.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2007 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.